Event description:
During the index procedure three in.pact admiral balloons were used to treat the left superficial femoral proximal, superficial femoral middle, superficial femoral distal. During procedure patient suffered dissection type b. Dissection occurred during dilation because the artery was fragmented due to occlusion. This dissection was treated with a stent during the index procedure. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received on 25 mar 2026: a fourth in.pact admiral balloon was later used in the right common femoral, superficial femoral distal, popliteal 1 segment, popliteal 2 segment. This is where the dissection occurred during revascularization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.